Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient who underwent total knee arthroplasty. After six years patient was experiencing pain. At the diagnosis, the implant surface was suspected to be dislodged. Subsequently, the surface replacement was performed approximately 6 years post initial procedure.

Manufacturer narrative:
Concomitant medical products: lps precoat srf hdn fem sz e-r cat#: 00599001532, lot#: 73730100, modular tibial plate fixed bearing precoat for cemented use only cat#: 00596003702, lot#: 73577700, all poly patella size 35 mm dia. Standard 9.0 mm thickness cat#: 00597206535, lot#: 22589000. The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. An articular surface was returned for evaluation. Visual evaluation shows signs of extreme wear (nicked, gouged, pits, discoloration) on the condyles, dovetail & tip of the dovetail and the post feature has also fractured off. Ats test results conclude that the ftir spectrum is consistent with the ftir spectrum of uhmwpe. Sem analysis indicates that the damage to the left condyle is consistent with delamination due to overloading and potentially oxidation. The damage to the right condyle is also consistent with delamination. The damage on the left condyle is more toward the anterior side than that of the right condyle, possibly indicating a misalignment of the articulation of the tibial on the bearing. The broken post fragment did not fit together well with the bearing, there was some plastic deformation on the post fragment suggesting a stretching failure mode or possibly additional wear occurring in-vivo after the fracture. Both the post and the bearing surface had damage consistent with impingement and possible white banding, or possible stress whitening, in the fracture surface of the post. In conclusion, the post fracture was likely due to overloading exacerbated by impingement damage possibly caused by misalignment. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The product was implanted for approximately 17 years, had long field age, overloading, and misalignment may have contributed to the failure; however, root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The lot number is unknown as the lot number previously reported was invalid.